Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced persistent high blood glucose readings in the 340¿350 mg/dl range while using the ilet with a contact detach infusion set and later recognized the infusion set had been deployed with the needle guard on. After a supply change, blood glucose remained elevated and it was discovered the cannula had not been filled. After guidance to replace the infusion site and fill the cannula, glucose values declined to within range. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified, consistent with an incorrectly deployed infusion set. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error that contributed to the event.